Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient woke at 4:30am and was unable to move or speak. Later that morning, the patient was to meet her children but did not show; a neighbor was contacted who checked on the patient. By that time, the patient was able to move and speak to the neighbor who called for help. The patient¿s children transported her to the emergency department (ed) where she was evaluated and admitted overnight. The specific cgm and bg values were not provided; however, the patient the cgm displayed a high value when her blood glucose was low. The patient was diagnosed with hypoglycemia as a result of dosing too much insulin based upon inaccurate values. Post event, the cgm value was 208 mg/dl and the bg value was 64 mg/dl. At the time of report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.